Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined the image issue was caused by a fault within the cable. Additionally, the device failed the leak test due to leakage at the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was bad image quality on the hd camera head prior to an unknown procedure. The image was found to be poor and sporadic. During the inspection and testing of the returned device, the subject device was found to not display an image due to a faulty cable unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely there was a communication failure that occurred as a result of cable failure, which caused the image to not be displayed. A definite root cause of the cable fault could not be identified. This issue is addressed in the instructions for use (IFU): ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.